Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece device trigger was sticky. It was reported in the service order that the device was not working well. It was unknown when the event occurred. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device. The following steps failed: general condition markings leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers, check roundness of housing, check falling out protection ,(with opening) check fitting of the lid, check for wear on housing, check general function of device. During the service evaluation the following failures were identified: internal finding : worn bearing functional : sticky trigger visual : component damaged internal finding : leak tightness test failure functional : will not run labeling : illegible etch. Conclusion: failure reported is confirmed root cause: improper maintenance.